Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the tissue pad was damaged. The proximal part of the teflon tissue pad was partially detached but did not fall off the clamp arm. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.